Event description:
It was reported that a patient experienced cloudy effluent and peritonitis coincident with therapy for end stage renal disease (esrd). Therapy was ongoing. The patient was hospitalized for the event and began treatment with vancomycin (2g, ip, once). The cause of the peritonitis was unknown. On a later date, the patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.